Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600 ml. Flow rate: 7 ml/hr. Procedure: total abdominal hysterectomy. Cathplace: bilateral. Date of surgery: (B)(6) 2013. (Initial incident reported): on-q pump did not work. Add'l info rec'd (B)(6) 2013: the pump emptied in 30 hrs.

Manufacturer narrative:
Method: actual device was rec'd for an eval and investigation. A visual inspection was performed on the returned unit. A review of the device history records (DHR) was performed for the reported lot. Results: at this time, the investigation is still in progress and results are not available. The lot passed all mfg specifications at release. Conclusions: a conclusion will be provided in a f/u report when the eval and investigation is completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.